Event description:
A facility representative reported that during an implantable collamer lens (icl) implantation procedure, the patient experienced an accidental lens injury due to sudden, significant patient movement during the procedure. Asc lens opacity was observed, and phaco-emulsification was performed. The lens was explanted, and the problem was resolved. Cause of the event listed as patient related factor.

Manufacturer narrative:
Secondary surgical intervention to remove/replace/reposition is identified in the labeling as a known potential adverse event(s) following icl implantation. H3: device evaluation is not required. Claim: (B)(4).